Manufacturer narrative:
Complaint sample was returned for eval and the reported event was confirmed. A manufacturing review was performed and no discrepancies were found. The device shows evidence of dull cutting teeth from end of life. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
During an unk patient procedure the reamer was found to be dull. There was no surgical delay, patient/user harm or other adverse events reported.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint info was provided by stryker.

Manufacturer narrative:
This supplement report number should have been marked as follow-up 002 but it was inadvertently numbered as follow-up 003 and submitted in error. Date of FDA request and viant medical awareness of error.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.